Event description:
It was reported that a patient was referred to lead revision surgery for an unknown reason. Upon follow-up for the reason for revision, it was stated that the patient's device was showing low impedance. It was stated that the patient had not been seen for years and had not come in to the office yet. Programming history was reviewed for the implanted generator. The last diagnostics and settings available to the manufacturer were from the date of generator implant. The device was functioning as intended at the time. It was stated from follow-up regarding the reason for referral that surgery would be due to the observed low impedance. The battery would not be replaced because the patient was now seizure-free. No known surgery has occurred to date. No additional, relevant information was received to date.